Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The display mount was re-fixed to the base and the screw was tightened. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the display assembly is not connecting properly with remote mount arm. There was no report of patient involvement.